Manufacturer narrative:
The t:slim x2 user guide states, ¿make sure you hear 2 clicks when you snap the transmitter in place. If it is not fully snapped in, this may lead to a poor connection, allowing fluid to get under the transmitter. This can lead to inaccurate sensor glucose readings.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 233 mg/dl, and the meter bg reading was 168 mg/dl. Reportedly, the transmitter was not snapped completely into the sensor. No additional patient or event information was available.